Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) could not be interrogated. The ICD was explanted and replaced on (B)(6) 2026. The patient's condition is unknown.